Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and cosmetic damage. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Customer reported that her insulin pump got broken. Customer reported that the reservoir was no longer in the pump. Customer reported that reservoir is unable to lock in place when inserted in insulin pump. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, cracked case at display window corners, missing o-ring reservoir tube, cracked reservoir tube, cracked case at reservoir window corners and stained address/serial number label.